Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of model ar40e monofocal iol (intraocular lens) was observed bent and was not possible to put in the cartridge. No additional information provided.

Manufacturer narrative:
Upon further review of the file it was determined the issue occurred during handling and prior to insertion into the eye. Therefore, this complaint is no longer considered a reportable event. No further filings will be submitted under manufacturer report number 2648035-2019-00086. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.